Manufacturer narrative:
Manufacturing records were unable to be reviewed. The lot number of the device used in this case was not available. The device was not returned for evaluation because it was discarded by the hospital. Based on the information received, use of a device too large for this patient contributed to this event. It was reported by the perfusionist that a smaller cannula was unavailable and the surgeon opted to use a larger cannula. The instructions for use (IFU) and training manuals were reviewed, and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information an aortic dissection occurred after insertion of a femoral arterial cannula into the femoral artery. It was reported that a sixteen (16) or eighteen (18) french cannula size would have been optimal; however, these sizes were unavailable. The case proceeded with the twenty (20) french cannula. After insertion, the aorta started to distend, and the aortic dissection was observed. The dissection was repaired, and no other patient complications were reported.